Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had right ventricular (rv) lead repositioned on (B)(6) 2015 as the patient rotated the device significantly in the pocket. During the revision, the anchoring stitch for the device to the muscle had been snapped off. Couple of months later, the patient began to feel unwell. A chest x-ray was performed as the macro-dislodgement of the leads was suspected. There have clearly been some repositioning of the device and the leads in the pocket. Upon interrogation, both right atrial lead and rv lead sensing dropped and threshold increased. The leads were repositioned on (B)(6) 2016 due to twiddler¿s syndrome.